Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occur. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not switching on. Upon functional test fse found that host pc is not booting on. The fse reset all on board cards and connections. After reset of all on board cards and connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not boot up. No harm to patient or user was reported. Philips has started an investigation of this complaint.